Event description:
A report was received that the patient is experiencing a burning sensation after charging the ipg. The ipg and leads have become shallow and the ipg has rotated causing discomfort. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#:(B)(4) description:linear st lead, 50cm.